Event description:
It was reported that balloon rupture occurred. The 52% stenosed target lesion was located in a moderately tortuous and non-calcified vessel. After using a 16-6/5.8/75 xxl balloon catheter for pre-dilation twice, it was readvanced for post-dilatation. However, on the third inflation at 1 atmosphere, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.